Event description:
Patient was placed on this bipap vision machine at 50%. Respiratory therapy was called and rapid response was called due to increase in wob (work of breathing) and desaturations. When staff attempted to increase the fio2 the button would not work on the machine to allow staff to increase the fio2. The patient was placed on a o2 mask and taken off the machine. Pt end up being transferred to ICU and intubated. Machine was taken out of use.